Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported experiencing rashes at the pod site. He stated that the irritation/itchiness starts when the pod is on and sometimes is noticed when the pod is removed. For this particular pod, he went to see his dermatologist and was diagnosed as being allergic to the adhesive. He was prescribed tacrolimus and desonide. The pod was worn on the abdomen for between 36 and 48 hours. He no longer has the pod.